Manufacturer narrative:
Upon received at our laboratory, a review of the device memory indicated it had one year of daily measurements indicating a rate fault reset occurred over one year ago. Analysis concluded that the afr was not set on.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.